Manufacturer narrative:
The information provided was incorrect with the initial report. The correct information has been included with this report.

Event description:
It was reported that the customer went into the hospital that could have been a result of high blood glucose.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went to hospital due to high blood glucose level of 497 mg/dl. Customer had blood glucose level in the range of 300 mg/dl. Customer had symptoms such as dry mouth, polyurea and dizziness. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will be returned for analysis.